Event description:
The patient reported that their blood glucose levels reached 24 mmol/l (432 mg/dl) with ketones present while wearing the pod between 5 and 24 hours. It was noted that the cannula was bent and not inserted correctly into the infusion site. Hyperglycemia treated with a 1 unit of insulin via manual injection.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type: *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue or failure to deliver insulin. Inspection of the needle mechanism assembly, environmental seal, and bottom housing found no damages or deficiencies that would contribute to an improper insertion. The exact cause of the reported unsure properly inserted event could not be determined. The pod was received with the soft cannula deployed. The pod was not received with the soft cannula bent or kinked. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. The exact timing and cause of the soft cannula damage could not be determined. Therefore, it cannot be confirmed that the soft cannula damage is related to the reported bent/kinked event. No problem was found regarding the reported bent/kinked event.